Event description:
Patient was connected to monitor in emergency department. Monitor would not complete EKG analysis and "lead error" displayed on monitor. Electrodes were changed and lead replaced. Monitor would still not analyze and "unable to perform EKG analysis with 3 leads" displayed on monitor.======================manufacturer response for monitor, physiological, dash (per site reporter).======================the onsite ge healthcare bio medical technicians replaced the trunk cable to the monitor.